Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: h3, h4, h6: sterile part 456.360s, lot 7113298: manufacturing location: monument. Manufacturing date: december 24, 2012. Expiration date: november 30, 2021. Non-sterile part: 456.360, lot 6223066: this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon had difficulty with the set screw locking into the lag screw. After multiple tries of attempting to get the set screw to lock into the lag screw, the set screw would not perform this action. We then set the nail onto the back table and tried to diagnose the issue with the set screw. After analyzing the nail, it was noted there was a broken piece on the set screw. The procedure was completed with another nail with a ten (10) minute surgical delay. The patient is reportedly doing well.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 there was difficulty with the set screw locking into the light screw. After multiple tries to get the light screw to lock into the light screw, the nail backed out. It was the discovered that the trochanteric fixation nail advanced (tfna) nail was broken. It was removed and replaced with another one. Concomitant device: unknown screw (part# unknown, lot# unknown, quantity unknown). This report is for one (1) 10mm/130 deg ti cann troch fixation nail 400mm/right-ster. This is report 1 of 1 for (B)(4).